Event description:
A cartridge alarm was reported by the customer. Blood glucose value was displayed as "high," indicating a specific value was unknown. In response, the customer administered a correction bolus via the pump and no third-party assistance was required. The issue did not occur during the load process, and there was no history of similar alarms with this pump. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer continued to use the pump for insulin therapy.